Event description:
It was reported when the marinr catheter was used, the measured temperature by the atakr rf (radio frequency) generator was 42 c (celsius). The patient's temperature was 37 c. The atakr was switched off and switched on again. As well the connection lead was also changed but the patient's measured temperature was the same (42 c). The room temperature measured by the atakr rf generator was 30 c. The physician decided to use a new marinr catheter, but again the patient's measured temperature was 42 c. The physician finally decided to make the ablation with this second catheter. It was not possible to use another rf generator. The ablation procedure ended ok and the patient is ok. It was also reported the atakr generator was checked in another hospital as a backup generator and it worked correctly. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.